Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 434 mg/dl in the morning of the report and had been 700 mg/dl at the time of admission. The customer had been treating with the insulin pump and with manual injection. The customer was wearing the insulin pump at the time of the event and was hospitalized for 6 hours. The insulin pump time and date were correct. The bolus wizard and basal rate settings were programmed accurately. The customer was unable to perform the high pressure test and advised to call back with tubing clamps available to complete troubleshooting. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.